Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jan/2017 and 22/jan/2019. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma (late), breast lumps, raynaud's phenomenon and autoimmune disease are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture (baker grade unknown), seroma-late, breast lumps, raynaud's phenomenon, and autoimmune disease. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported that the right breast feels "firm and looks abnormal due to capsular contracture", baker grade iii and right side "rippling." Patient then reported having "raynaud's phenomenon, a lump or thickening in or near the breast or in the underarm area, autoimmune disease" and having "ankle joint pain." Patient additionally reported "fluid on implant" and "redness." Side was not specified; this record is for the right side. Device remains implanted.